Event description:
The customer stated that his daughter tested her blood glucose using the breeze2 meter and received a reading of 144 mg/dl. His daughter was at school at the time and not feeling weill, so she retested using another meter (brand unk). The other meter read 43 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. It was not clear if the customer's daughter required any type of medical attention or treatment. Attempts to contact the customer for that information were not successful. Troubleshooting with a new disc of test strips showed the system to be operating as designed. The customer had disposed of the disc that gave his daughter the 144 mg/dl reading, so no product will be returned for evaluation.